Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0406144v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 7438, serial# (B)(4), product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389-40, lot# j0225447v, implanted: 2002 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had seizure like symptoms when the manufacturer representative left on the day of the report. The reporter noted that the patient had an implant replaced due to battery depletion and he may have been overstimulated at the time of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was seen on (B)(6)-2014 for normal programming. The battery was tested and within normal limits of voltage, the leads were found to be fine, and the device was working as expected. The patient did present with gait issue, facial pulling, and finger tapping; all of which were much improved with reprogramming. There was no mention in the patient¿s file of any seizure or seizure like activity reported by the patient or anyone else. As far as the doctor¿s office was concerned the patient was experiencing therapeutic effect and the system was working as designed and intended.

Manufacturer narrative:
(B)(4).